Event description:
The hosp reported that the video minitor screen turned green and black a colonoscopy. The procedure was aborted and the physician used a different similar device to complete the procedure. There was no pt injury reported.